Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. As well as, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reportedly did not perform the air remove step when filling a cartridge and filled the cartridge with 300 units or more. Reportedly, the supplies were changed to address the event. Customer's blood glucose (bg) was 577 mg/dl with moderate ketones. Bg was addressed with a manual injection.